Manufacturer narrative:
Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. Service history review: lot 6678661: no service history review can be performed as this is a lot controlled item. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the handle broke. The repair technician reported the handle detached from the inserter, and the lock/unlock button was missing. Handle cracked/broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed for the subject device (part number 03.803.002, lot number 6678661, opal implant holder pistol grip). The opal implant holder, pistol grip is utilized for inserting the opal spacer implant. The technique guide was reviewed for the proper use of this device. One opal implant holder, pistol grip (part# 03.803.002, lot# 6678661, manufactured 02 sep 2011) was returned with the complaint that ¿the opal implant holder pistol grip handle broke and came off. The handle was disconnected. There were no broken fragments. It happened during surgery. They finished the procedure with the different type of inserter, but there was no surgical delay and no patient harm. The handle detached from the inserter, and the lock/unlock button was missing. Handle cracked/broken is the reason for repair.¿ upon receipt of this device it was seen that the knob assembly (part# 03_803_001_7) was not returned (it is designed to be detached for cleaning and sterilization), and the silicone handle was detached from the sleeve assembly. There are no cracks or broken aspects visible. The drawings for this device were reviewed and it was seen that there is no definitive method of assembling the silicone handle to the sleeve assembly. As the method of securing the handle to the remainder of the device is not explicitly called out by the device drawing, product design may have contributed to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the opal implant holder pistol grip handle broke and came off. The handle was disconnected. There were no broken fragments. It happened during surgery. They finished the procedure with the different type of inserter, but there was no surgical delay and no patient harm. During the evaluation of the product by the manufacturer, it was reported the handle detached from the inserter, and the lock/unlock button was missing. This is report 1 of 1 for (B)(4).